Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the previous ins had been replaced because it was "super old" and depleted but also because it had been shocking them. The patient stated they'd kept calling their previous doctors about it but no one would take them seriously that it was shocking them and it was ultimately their first appointment with their current health care provider (hcp) who said "yeah, it's old. We need to get you a new one." The patient denied that the falls they were having due to balance issues were related to the shocking, though they admitted that they'd fallen on the implanted system a few times at least. Patient services also wanted to mention that the patient had also reported that a week before they got their current implant they'd had a traumatic fall at a museum when they missed a step but denied that that fall was the reason for their replacement and stated that that fall had nothing to do with the device/therapy. The patient also stated that a couple of years after implant, and only in the summertime, the ins kept shutting off due to their body heat/the ins would overheat and shut off and that was probably when the shocking started as well, though the patient stated they were not 100% sure on that. The patient stated that the manufacturer representative (rep) on the case had thrown the old ins away after it was replaced with their current system. Patient services called the patient back to ask if the rep had known about the shocking and the ins turning off and if so, when they had found out about it, but the patient never answered the call so a message was left. The patient may call back. Please note this patient was difficult to follow and patient services did their best to document the reported information. Documented reported event. No further action was taken by patient services.